Manufacturer narrative:
(B) (4). (B) (4). Incontinence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B) (6) 2007. On (B) (6) 2007, the patient developed stress incontinence and duloxetine 7 x20mg per day was prescribed. On (B) (6) 2008, the patient was admitted to the hospital and a sling procedure was performed on (B) (6) 2008. The patient was discharged on (B) (6) 2008. The event is reported as resolved as of 01/05/2009.